Manufacturer narrative:
The insulin pump did not have a locked keypad nor did it alarm with a button error during testing. However, one of the buttons on the unit had intermittent response due to corroded keypad traces. No unexpected numbers ramping/scrolling anomaly was noted. The following cosmetic damage was also found: minor scratches on the lcd window, cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error; all the keys had locked up on the pump. The patient's blood glucose at the time of incident was 160 mg/dl. The customer stated that he was pushing buttons to test how much insulin he had left when the button error alarm occurred. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer to disneyland, where he was vacationing at the time. A cannula, infusion set, and reservoir was also sent to the customer because he ran out of supplies for the last two days of his disney trip.